Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary lptxicupx2 drawer 7 failed to close. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that small plastic burrs on the latch catch interfering with proper closure. The field service engineer (fse) removed the plastic burrs and adjusted the drawer alignment. Verified the drawer closed and latched consistently afterward. The system functioned as intended after the field service engineer (fse) resolved the issue.